Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that she has had a lot of lows. The customer had questions on auto mode, had low blood glucose, sensor glucose versus blood glucose issues, and wanted information on blood glucose required message. The patient's blood glucose at time of incident was around 40-50 mg/dl. The patient's current blood glucose was 137 mg/dl. The patient had treated with glucose tablets. The customer declined to troubleshoot for the low blood glucose. She treated it with glucose tabs. The customer reported that blood glucose was 130mg/dl when sensor glucose was 200mg/dl. The customer declined troubleshooting for sensor glucose versus blood glucose issues. The insulin pump will not be returned for analysis.